Manufacturer narrative:
Further analysis was carried out wherein only the hybrid (sdnrt6) was analysed (at medtronic tempe campus pal). Analysis found the static current drain to be nominal at 3.59ua average. All attempts to establish the reported failure mode were unsuccessful. The cause of the early battery depletion was not determined. Final analysis conclusion remains as what was previously reported i.e. A general anomaly with the hybrid.

Manufacturer narrative:
(B)(4). Analysis of the returned pump revealed a general anomaly with the hybrid. Analysis results indicated that after approximately 3 years of service this pump met voltage trip points for eri (early replacement indicator); static current drain was found to be a failing. Further testing are being done on the hybrid to determine root cause component failure. An updated analysis will be sent once the results are obtained. Drug delivered via the device was baclofen.

Event description:
It was reported that the pump was replaced prophylactically to avoid in-vivo battery depletion. No patient symptoms/ adverse events were reported. Patient outcome following replacement was stated as recovered without sequela.